Event description:
It was reported that eight hours after stent assisted coil embolization, a cerebral infarction occurred in the left cerebellar artery resulting in ¿visual field defects and decreased visual acuity¿. The physician administered heparin and dextran (dosage unknown) to the patient resolving the visual symptoms. The physician relates the patient¿s outcome to the two implanted stent because the cerebral infarct originated from the stented area. No additional information is available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specification. The subject device remained implanted; therefore, physical analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. However, stroke and neurological/intracranial sequelae are known risks associated with endovascular procedures and are listed as such in the direction¿s for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.

Manufacturer narrative:
Subject device remained implanted.

Event description:
It was reported that eight hours after stent assisted coil embolization, a cerebral infarction occurred in the left vertebral artery resulting in ¿visual field defects and decreased visual acuity¿. The physician administered heparin and dextran (dosage unknown) to the patient resolving the visual symptoms. The physician relates the patient¿s outcome to the two implanted stent because the cerebral infarct originated from the stented area. No additional information is available.